Event description:
The reporter states that the customer obtained a 311 mg/dl and 148 mg/dl blood glucose comparison on the accu-chek aviva system. The test results were obtained within a 10 minute timeframe. No reported action taken based on the readings. No adverse event reported. New system sent to customer and return requested.